Manufacturer narrative:
The samples were collected in li heparin tubes and centrifuged for 3000g for 10 minutes. Qc and system information were not supplied. A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse performed all verification testing, which met specifications along with the ucta carryover testing and a precision run. Per the fse, the customers have not been cleaning the full length of the aspirate probes during weekly maintenance. Although maintenance issues were addressed, no clear root cause could be determined with the data supplied.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected total beta - human chorionic gonadotropin (tbhcg) result on one (1) patient's sample, generated by the unicel dxi 600 access immunoassay system. Upon repeat the result were within the normal reference range. The results provided by the customer are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.